Event description:
End user reported that she was hit by a car while in her tdxsp-cg power chair back in (B)(6) 2013, sustained injury to her left side shoulder and arm and hit her head on the hood of the car. Injury but no malfunction of the unit.